Event description:
No additional information.

Manufacturer narrative:
Address information provided. Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph of a 24g insyte autoguard catheter. A device history record review showed no non-conformances associated with this issue during the production of this batch. The needle and safety shield had been removed from the catheter and a syringe filled with clear liquid had been attached to the catheter adapter. A small wet patch was seen on the paper, underneath the catheter adapter. Two droplets of fluid were seen on the catheter adapter, one on the side of the catheter adapter where the wedge is located and the other at the end of the adapter where it connects to the catheter tubing. Although a functional leak could be confirmed, the visual characteristics of the damage which caused the leak could not be observed in the returned photograph. Without the physical sample, the exact location of the leak and characteristics of the damage could not be determined. Therefore, the root cause of the reported leak is unknown. Possible manufacturing related causes for a leak near the nose of the catheter adapter could include damage to the adapter/tubing/wedge, an improper connection with the adapter/tubing/wedge, damage due to a short-shot during molding, or damage due to misalignment and/or gripper engagement. Manufacturing controls include 100% vision inspections, catheter pull force testing per the quality control plan, and preventative maintenance on the machinery. Possible use related causes could include a crack in the adapter, tensile forces to the connection, or inadvertent device contact with a sharp instrument.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autoguard leaks at a junction. The following information was provided by the initial reporter: as per am, my customer called me letting me know that the box they received is "leaking" once used on a patient. (B)(6) 2024. It appears to be leaking from the junction site. Repeat IV insertion.